Event description:
Description of event according to initial reporter: a patient was treated for thoracic aortic aneurysm. Although there was some calcification, the lumen was secured and it was assessed to be passable for placing of the zta-pt-32-28-201-w1 (complaint device). The sheath was passed, although it was narrow due to calcification. Afterwards, it was confirmed that wrinkles were formed at several points on the sheath. Further delivery was assessed to be possible, but there was concern that the wrinkles would interfere with the passage of the calcified area and cause vascular damage. The physician concluded that an alternative device was possible, and the further use of the device was discontinued in favor of safety. The physician used another device, zta-p-30-201-w1 without any problems and placed it. It is reported that although there was calcification partially, the vascular lumen was larger than the device. Further details regarding the diameter of the vessels could not be provided.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016 summary of investigational findings: a patient was treated for thoracic aortic aneurysm. Although there was some calcification, the lumen was secured and it was assessed to be passable for placing of the zta-pt-32-28-201-w1 (complaint device). The sheath was passed, although it was narrow due to calcification. Afterwards, it was confirmed that wrinkles were formed at several points on the sheath. Further delivery was assessed to be possible, but there was concern that the wrinkles would interfere with the passage of the calcified area and cause vascular damage. The physician concluded that an alternative device was possible, and the further use of the device was discontinued in favor of safety. The physician used another device, zta-p-30-201-w1 (16fr.) Without any problems and placed it. It is reported that although there was calcification partially, the vascular lumen was larger than the device. Further details regarding the diameter of the vessels could not be provided. Zta-pt-32-28-201-w1 was returned without shipping stylet and device evaluation was performed. The device evaluation found a diverging of the distance between the tip of the sheath and the end of the dilator tip, which indicates that the sheath was advanced towards the dilator tip during the use of the device. Scratches on the dilator tip, a few indentations on the tip of the sheath and several superficial and deep scratches on the sheath, which likely occurred during the attempt to introduce the device through the calcification. Furthermore, several compressions and wrinkles were observed on the sheath during the device evaluation. Consequently, these damages likely occurred because of advancement of the device through the calcified narrowed vessel. The outer diameter of the sheath was measured to be smaller than the specified 7.1mm (18 fr. Introducer sheath) but measured with other equipment than specified. Review of the device history record gave no indication of the device being produced out of specification. Since the outer diameter was measured smaller than specified, it seems reasonable to believe that the reported event was not caused by a nonconforming sheath with smaller outer diameter. Based on the provided information and the device evaluation an exact cause cannot be established. However, it is likely that the anatomy of the calcified and narrow vessel may have contributed to this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.